Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
It was reported the rotary knob was not working. There was no patient involvement. The manufacturer's international service technician confirmed the issue. The manufacturer's international service technician replaced the rotary encoder and the issue was resolved.